Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50 x 28mm synergy drug eluting stent was advanced for treatment however, during the procedure, the stent failed to cross the lesion and was damaged. The procedure was completed with an unspecified device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50 x 28mm synergy drug eluting stent was advanced for treatment however, during the procedure, the stent failed to cross the lesion and was damaged. The procedure was completed with an unspecified device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-section were lifted from the crimped profile. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.